Event description:
It was reported that during an arthroscopic knee procedure, the distal tip of the arthroscopic cutter broke off and fell into the patient. The piece was easily retrieved and no patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the complaint device revealed the distal tip of the inner shaft was broken and detached. Evaluation of the distal tip of the inner shaft revealed three of the teeth to be broken and/or damaged and the side of the distal tip was bent. The cutting edges of the outer shaft were bent outward. Galling was observed on the inside of the distal tip of the outer shaft. The device was tested to determine if there were any bends along the shafts and to test for straightness. The outer shaft passed the testing; however, a slight bend was observed on the inner shaft. Based on the observed damage, potential causes were determined to be that the device may have come into contact with staples, clips or another metal object, resulting in damage to the blade; or excessive lateral forces were exerted on the device during clinical use which may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2010-00065 where an additional incision was needed to remove the tip of the device that had broken off in the patient's knee even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.